Manufacturer narrative:
(B)(4). The customer states that no product will be returned as the device were not sequestered, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that in the pediatric ICU, the pt was receiving IV fluid, dopamine and fentanyl via IV pump. A communication error occurred; the clinician pressed the silence button to response to the alarm and the system shut down completely. When the pc unit was turned back on the same pt was selected, there was no option to restore the prior infusion. The pt became hypotensive acutely due to lack of vasoactive support. The dopamine infusion restarted within one minute and the other infusion restored within 3 minute. The dialysis treatment was paused. Pt's blood pressure was back to normal limits within 5 minutes. Medical intervention was not required. The customer stated that no add'l event or event info is available.